Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert triggered for high superior vena cava (svc) defibrillation impedance. The lead is still in use. No patient complications have been reported as a result of this event.